Event description:
The customer reported that during a routine check of the iabp, the display screen was pixelated, unable to read certain numerical readouts. No patient was involved.

Manufacturer narrative:
The company representative observed that moving the cable connector would cause the display issues as noted by the customer. He found the two screws that hold the internal display cable to the chassis were loose. Also, one thumb screw on the coiled cable from the display assembly to the internal display cable was loose at the connector. The company representative tightened all screws. Helium tank gauge reads 2200 psi. Checked pneumatic performance service diag's. The iabp was functional tested to factory specifications. Performed electrical safety tests. It functioned normally and was returned to the customer. (B)(4).